Manufacturer narrative:
(B)(6). The manufacturing location was unknown. (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the electric pen drive device seized, jammed and moved heavily. It was further determined that the device failed pretest for check with test hand switch, after ¿adjusting¿, check function with foot pedal, check function with test hand switch and check function and direction of rotation. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the serial number was reported as (B)(4) in the initial medwatch report. The serial number has been corrected to (B)(4). Corrected UDI: (B)(4). If additional information should become available, a supplemental medwatch report will be sent.